Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 02/22/2023. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Device code a1502 is being used to capture the reportable event of misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure performed on an unknown date. A misplacement, specifically rectal infiltration was reported. The patient's outcome is unknown. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
Additional information: blocks b3 and b5 have been updated based on additional information received march 17, 2023. Blocks d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure performed on an unknown date. A misplacement, specifically rectal infiltration was reported. The patient's outcome is unknown. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts. Additional information received on march 17, 2023: it was reported fiducials were administered transperineally, and the procedure was performed with local anesthesia. Rectal preparation had been completed prior to the procedure. The implant procedure occurred in (B)(6) 2022. The rectal wall infiltration (rwi) was first observed in (B)(6) 2022. The patient has completed their radiation treatment.